Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley balloon would not deflate and was still inflated when removed from patient. The complainant alleged the method of removing the inflated balloon is unknown.

Manufacturer narrative:
The reported even was confirmed. The sample was evaluated and found that inflation lumen under the balloon was collapsed. The exact cause on how and when problem occurred could not be determine. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " to deflate catheter balloon: gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol."

Event description:
It was reported that the foley balloon would not deflate and was still inflated when removed from patient. The complainant alleged the method of removing the inflated balloon is unknown.